Event description:
This infant patient with history of complex febrile seizures was undergoing MRI of the brain without contrast at the request of her neurologist. The patient arrived in MRI and was prescribed dexmedetomidine for sedation. The patient was prescribed 2mcg/kg over 10 minutes for the loading dose and 1 mcg/kg/hr for the continuous dose. Two nurses worked together to program the pump for both the loading dose and continuous dose and verified the settings prior to starting the IV loading dose of dexmedetomidine. The patient was sedated after the loading dose and brought into the MRI scanner. The pump automatically switches to the continuous infusion when the loading dose is completed. The patient underwent the MRI scan of the brain and remained stable throughout the scan. When the scan was completed the nurse noted that the syringe of dexmedetomidine was nearly empty and, not expecting this to be the case, she reviewed the pump settings. The nurse noted that the pump was set for mcg/kg/minute rather than the correct setting of mcg/kg/hour. The nurse realized the patient had received a higher than prescribed dose of dexmedetomidine. The nurse immediately notified the anesthesiologist. The patient was examined and noted to be sedated with stable vital signs and hemodynamic status. The patient was monitored closely in the MRI recovery area. The anesthesiologist consulted with pharmacy and msicu attending physician about ongoing need for monitoring. Given the limited experience and information available on this dose of dexmedetomidine in a young child, the decision was made to manage the case with careful observation of cardiac rhythm and hemodynamic status in the cicu. The patient was admitted to the cicu and monitored overnight. She did well with no complications noted. The next morning she was noted to be awake, alert and taking fluids by mouth. The patient was discharged home to her parents with a plan for follow up with the pediatrician.